Manufacturer narrative:
This report is submitted on january 14, 2020.

Event description:
Per the clinic, the patient experienced a wound breakdown. A baha attract to connect conversion was performed on an unknown date.